Manufacturer narrative:
Sample is li heparin plasma that was centrifuged for 3 minutes at 8500 rpm. Sample was collected in the ER and the tube was filled to the recommended fill volume. Sample was aspirated from the primary collection tube for analysis. Qc is performed every 12 hours and was within the customer's established ranges prior to and after the erroneous result. A system check performed on (B)(6) 2011 failed the washed portion. The customer repeated only the washed portion which met specifications. A system check performed again on (B)(6) 2011 failed the washed portion. System check was repeated and met specifications. No errors were posted to the event log in association with the erroneous results. On (B)(4) 2011, bci field service engineer (fse) was on site and performed a major preventive maintenance. Fse found a hole in the peri pump tubing. Fse replaced the precision belt due to age and cracking. All verification testing met specifications. Qc was performed and was within the customer's established ranges. No root cause could be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the lab's access 2 immunoassay analyzer generated a troponin (accutni) result above the ami cutoff for one (1) patient. Upon repeat, the result was within the normal reference range. The erroneous result was not reported out side the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.